Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: coveredge x 32, upn: m365sc8352700, model: sc-8352-70, serial: (B)(6) , batch: 7070332.

Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patients pant line rests right at the pocket site, likely contributing to the discomfort. The patient was advised trailing different clothing such as dresses or higher waisted to see if taking the pressure off the site helps ease the pain. In addition, the patient experienced ineffective therapy for the pain her low back and feet, and the stimulation at times makes the pain in her feet worse. Reprogramming was attempted; however the issues remain. The patient underwent a procedure in which the entire system was explanted. The patient is doing fine postoperatively. The explanted devices will not be returned as they were retained at the medical facility.